Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there is presence of foreign material in the device nozzle. This is attributed to insufficient cleaning. Other observations for the device: due to crack on distal end cover (c-cover), insulation resistance value at distal end does not meet the standard value. Light guide lens is dirty, scope connector has corrosion. To add, suction cylinder is shaved. Electrical connector has corrosion due to water leakage. Connecting tube has a wrinkle. And protector of universal cord, universal cord, forceps elevator lever, forceps elevator knob, up/down knob, right/left knob, switch box, scope cover, scope connector, flexibility ring, control unit, has a scratch. The user¿s complaint of leakage in connector was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available. Customer provided information on reprocessing of the device. The device was cleaned, disinfected, and sterilized before requesting repair. When the foreign material adhered to the device is not known. Possibly the foreign material adhered to the device during device inspection. Pre-cleaning information: there was a delay to the start of pre-cleaning. No information was provided whether the device was soaked in cleaning fluid since the pre-cleaning was not immediately performed. The air/water nozzle was flushed with water and air. Information on manual cleaning: there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was hastily wiped/brushed with clean lint-free gauze, brush, or sponge. The air/water nozzle was flushed with detergent solution.

Event description:
Customer returned the device for evaluation and repair of a leakage in connector issue. There is no harm to any patient or healthcare professional. Upon evaluation of the returned device, it was observed that there is presence of foreign material in the device nozzle. This is attributed to insufficient cleaning. This medwatch is being submitted for the reportable issue of presence of foreign material in the device nozzle as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function: 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Event description:
Addendum may 2, 2023: there is no patient involvement in the customer reported event.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, g3, g6, h2, h6, and h10. No other information was provided.